Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that approx one and a half years post filter implant, during a heart catheterization procedure, imaging demonstrated that a filter limb had detached from the filter and moved to the left ventricle. Additional imaging identified another detached limb which appeared to be perforating the cava wall in proximity of the filter. The filter remains implanted and the pt is to undergo surgical removal of the filter and detached limb within the cava. Reportedly, it was determined that the limb within the cava could not be retrieved percutaneously as it was perforating through the cava wall.